Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: returned device was consisted of a promus element plus stent delivery system without the stent. A visual examination found that the hypotube was severely kinked in two locations. There was a kink in the midshaft and corewire just distal to the midshaft bond. Traces of blood were visible in the balloon indicating the device was used in vivo and that a leak of the inflation lumen or balloon was present during the procedure at time of device deflation. The inner was broken at the bi-component bond. A small residue of the distal inner was attached to the proximal inner. A gap of approximately 1 mm was visible between the proximal and distal inners. The stent was not returned for analysis. An attempt was made to inflate the device with water using an encore inflation device. This attempt was unsuccessful due to the broken inner resulting in water flowing from the inflation lumen into the guidewire lumen and exiting the device both at the tip and at the guidewire exit port. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture and shaft rupture occurred. The target lesion was located in an unspecified vessel. A 3.00x20mm promus element plus drug eluting stent was advanced and the balloon was inflated. During inflation the ¿pressure was not turned up.¿ they found that the balloon was ruptured. The balloon was inflated to 8 atmospheres so they managed to deploy the stent. After the procedure, it was confirmed that the balloon ruptured. They also checked the inflation lumen by infusing saline solution using a syringe and they noticed that there was leaking from the connection part of the hypotube and the distal shaft of the device. It was suspected that the inflation lumen was ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status was good.